Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient did not display on the device despite being present on the server and visible on other stations via global search. The issue persisted after power cycling the affected machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the patient sample in pyxis enterprise systems (pes) and confirmed that the patient had already been discharged. The system functioned as intended when the technical support specialist investigated the issue.